Event description:
The customer's parent reported via phone call that they received a button error alarm. The customer's blood glucose was 194 mg/dl. The parent stated the insulin pump was exposed to water from the pool. It was found the insulin pump had fluid under the lcd display. The parent stated the insulin pump alarmed button error after the battery was removed and the insulin pump was dried. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to light moisture damage to keypad traces. The insulin pump also has corroded electronic assemblies and motor assemblies. No button error alarms noted. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.